Event description:
It was reported the device had an electrical reset. It was noted that the device parameters did not change and data was being collected since the time of the reset. A manual charge was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters with por for write to locked ram, addr=157b, data=7e on (B)(4)2011. Patient alert for por on (B)(4) 2011 18:34:17. Device was not returned, but diagnostic information is consistent with reported event.